Event description:
This ra lead was implanted on (B)(6) 1996 and remains implanted. A form stating that the atrial lead was repaired due to the insulation being compromised. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).